Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer repaired the ventilator cart with a new wheel. The ventilator was then put back into service. The broken wheel was not returned for investigation. The root cause of the reported issue has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800 d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 07/28/2020. Corrected manufacture date: 07/21/2020.

Event description:
During preventive maintenance, it was noted that one of the wheels were broken. There was no patient involvement. Manufacturer's ref #: (B)(4).